Event description:
Complaint is reported as: "at the surgeon room, at opening the box, all the pouches of lma had white powder inside; all the devices had been quarantined. There were no consequences, it was noticed before use." No patient injury reported.

Manufacturer narrative:
The investigation report was incomplete at the tine of this report. A follow-up report will be sent upon completion of investigation.